Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, moderately calcified, mid circumflex artery. During deployment of the 2.75 x 23 mm xience prime stent at 16 atmospheres a dissection occurred which required treatment with another stent. There was no clinically significant delay in the procedure. No additional information was provided.